Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated blood glucose after changing infusion supplies, with a highest recorded value of 308 mg/dl and approximately seven hours above range; the user noted no leaks or tubing discrepancies but suspected a poor infusion site and subsequently performed another site change, after which glucose trended down. Symptoms included hyperglycemia without loss of consciousness, dizziness, or other acute clinical effects. Outcomes included no medical intervention, no ketone testing, and no hospitalization. Investigation included complaint handling with troubleshooting and user education through follow-up. Investigation of this case revealed an unclear cause for the hyperglycemia, with the user attributing it to a suspected poor site selection and improvement after site replacement. It was concluded that the event was user-reported hyperglycemia of unclear cause with improvement following site change. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.